Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins recharger (insr) would not power up. The patient stated they performed a reset but this did not resolve the issue. The patient stated this happened when they went to plug the insr to charge right before they were going to charge their ins. The patient stated the ins has depleted and they were experiencing pain and a loss of motor function in their right hip and right leg. A damaged desktop charger (dtc) connector pin was reported. A replacement dtc was sent. No further complications were reported/expected.

Manufacturer narrative:
Analysis confirmed the initial allegation of the desktop charger (B)(4) having broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.